Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt reported they were still having back problems and in order to undergo an MRI, they needed to turn off their stimulation; however, they were unable to do so. Pt mentioned having had three surgeries, with the most recent being an anterior lumbar interbody fusion (alif) and a revision. They went through their stomach and the back but are still having problems. Pt stated that they have had pain forever with their back and it never left, although the stimulator helps reduce the pain. Pt also mentioned experiencing sharp stabbing pain. The pt opted to process the replacement over the phone for their lost devices. While the call was on hold for transfer, the pt line was disconnected. Pt called back and stated that they were disconnected. Agent transferred the pt and provided the contact number.